Event description:
A report was received that the patient was having frequent charging of the ipg as it was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent charging of the ipg as it was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was having new issues with her neck and head. The physician has decided to explant the patient's scs to undergo MRI.

Event description:
A report was received that the patient was having frequent charging of the ipg as it was not holding a charge. The patient will undergo a revision procedure.